Manufacturer narrative:
The patient's weight was not provided. (B)(64. Approximate age of device - 48 days. Device evaluation: the evaluation of the returned pump confirmed the presence of denatured thrombus. Upon disassembly of the returned pump, two thrombus formations were found surrounding the inlet bearing cup and ball, obstructing approximately 20-30 percent of the blood flow path. A portion of the thrombus ring surrounding the inlet bearing cup appeared similar in color and structure to that of the thrombus ring surrounding the inlet bearing ball, suggesting that the two thrombi were likely a single formation prior to the disassembly process. Both thrombus rings appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus formation developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. A specific cause for the development of the observed thrombus formations could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient received a routine heart transplant. On (B)(6) 2016 during the evaluation of the returned pump, denatured thrombus was found.